Event description:
The customer's parent reported via phone call that they received a no delivery alarm. The parent stated the alarm occurred during a bolus. The customer's parent stated the alarm occurred every other day. Troubleshooting did not occur because the parent did not have the insulin pump present. Customer's blood glucose was unknown. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.